Event description:
It was reported that alarm 20 occurred during insulin delivery. The customer's blood glucose level ranged from 270-271 mg/dl. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.